Event description:
Caregiver rolled the resident towards the left siderail. She heard a popping sound and the siderail dropped. This caused the patient to fall onto the floor. The patient was received first aid and has on going neuro checks.